Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient experienced urinary incontinence and bladder infections in 2006. It was reported that the patient underwent mesh revision in 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced vaginal prolapse, cystocele, enterocele, and stress urinary incontinence.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to enterocele with pelvic pain. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed day and place and was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.